Event description:
The customer reported the device displayed the message / instruction defib failure cycle power with the error code 01000 (defib biphase error). This condition could impact the delivery of therapy. There was no report of patient involvement or adverse patient impact.

Manufacturer narrative:
(B)(4). The customer reported the device displayed the message / instruction defib failure cycle power with the error code 01000 (defib biphase error). This condition could impact the delivery of therapy. There was no report of patient involvement or adverse patient impact. The local philips representative confirmed the malfunction and resolved this malfunction by replacing the power pca.